Event description:
It was reported the right ventricular lead exhibited high impedance measurements. The lead remains in use and lead replacement surgery has been scheduled. No patient complications have been reported as a result of this event.

Event description:
Further information was received and it was reported the lead was capped and a new lead was implanted. It was also reported the capped lead had been implanted after the use by date.

Manufacturer narrative:
Concomitant products: lumax competitor implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).